Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen post-operatively (B)(6), 2010 and again (B)(6) 2010 (exact date not provided). The patient complained of stress incontinence during these visits. The doctor performed a second surgery to implant a mornac sling during a transobulator tape sling (tot) procedure in (B)(6) 2010 (exact date not provided). The patient was seen again (B)(6), 2010 due to a burning sensation when urinating. A cystoscopy was performed and the results were normal. Patient was administered an antibiotic, macrobid for a urinary tract infection (uti). Patient reported incontinence resolved after the second surgery. Patient was last seen (B)(6) 2010 (exact date not provided). The exam was normal. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.